Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and no capture. The rv lead was found to have dislodged as there wasn't enough slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.